Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the configuration file on the imaging system was corrupted. To resolve the reported issue, the configuration file was reloaded. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not complete start up procedure. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon elected to complete the procedure with a c-arm. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.